Manufacturer narrative:
Device issue with inomax dsir# (B)(4). The device investigation was completed on 05/19/2015. Inomax dsir# (B)(4) was returned to the manufacturer for service investigation. The regional service center (rsc) review of the service log revealed a delivery failure (df) alarm which was followed by a failed low nitric oxide (no) calibration due to low counts above the maximum of 655. The failed low calibration was followed by failed no sensor alarms, consistent with reported complaint. The rsc investigation confirmed the reported complaint of failed no sensor alarm; alarm present at bootup. The rsc successfully performed calibrations which cleared the failed no alarm and replaced the no cell. A full functional test was performed and the device operated according to specification so it was returned to the device service pool. The root cause for this report is no calibration low counts above maximum. This condition will be tracked and trended under the company's quality system. This device was not in use on a patient; however, it is being submitted to regulatory authorities because a similar failure occurred in the past which resulted in a serious adverse event (MDR 3004531588-2013-00022).

Event description:
Failed no sensor [device issue]. Case description: on (B)(6) 2015, a respiratory therapist (rt) in the (B)(6) spoke with the company's customer care and reported a failed no(nitric oxide) sensor while attempting to set up inomax dsir# (B)(4) for use. The device was not in use on a patient. The rt performed a low and high calibration but the failed no sensor icon remained on the screen. The rt insisted he had performed all the troubleshooting correctly, as he had been doing this for many years. The rt requested a replacement device as the last one was put into use and this one had a failed sensor. Arrangements were made to replace the device. . Inomax dsir# (B)(4) was removed from service and returned to the company for service investigation. Case comment: 05/29/2015: this is a post-marketing device report. The device was not in use on a patient when the no sensor failure occurred. No adverse event associated with no calibration low counts above the maximum was reported. The case is considered reportable because a previous, similar device failure had been associated with serious adverse patient consequence (index case MDR # 3004531588-2013-00022).